Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's transmitter would not power up. Upon removing the prongs, patient noted charring on the right green panel with a black line running down the panel. A new transmitter was ordered.

Manufacturer narrative:
Analysis was normal. No anomalies were found.